Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the piston was pushing on the bottom of the insulin pump making it fall off. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further info reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing address serial number label, and broken off end cap. Drive support disk was inspected and no anomaly noted.